Event description:
On 09-apr-2026, a sales representative reported via email that an ar-8988-cp fiberlock suspension implant kit was opened on the back table, at which time a slight bend was noted in the shaft of the fibertak inserter. During the procedure, the fibertak anchor pulled out intraoperatively while the surgeon was tensioning the tapes to the anchor on the first metacarpal. Following the implant failure, the surgeon elected to use an alternative fixation method to complete the procedure. This event occurred during a cmc arthroplasty procedure on (B)(6) 2026. No patient harm was reported. Additional information was received on 15-apr-2026: the slightly bent shaft of the fibertak inserter was noted prior to insertion. No piece broke inside the patient. The fibertak anchor was removed, and the case was completed with a 3.5 fork-tip swivelock. The case was delayed a couple of minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.